Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/chronic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury related to essure: yes") and urinary tract infection ("bladder/urinary problems: urinary tract infection (uti)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain and urinary tract infection had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, genital haemorrhage, pelvic pain, psychological trauma and urinary tract infection to be related to essure. The reporter commented: she had received treatment for pain, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: events-"genital bleeding, abdominal pain, back pain, psychological trauma, urinary tract infection", reporter information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/chronic pain'), salpingitis ('salpingitis chronic/fallopian tubes with focal chronic inflammation,') and hydrosalpinx ('hydrosalpinx') in an adult female patient who had essure (batch no. 735705-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst and endometriosis. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue"), dysmenorrhoea ("dysmennorhea (cramping)"), nausea ("nausea"), migraine ("migraine/headaches") and female sexual dysfunction ("apareunia(inability to have sexual intercourse),") and was found to have weight increased ("weight gain / loss -specify which one: weight gain."). In (B)(6) 2019, the patient experienced urinary tract infection ("bladder/urinary problems: urinary tract infection (uti)"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criterion medically significant) with abdominal pain lower, genital haemorrhage ("general abnormal bleeding"), back pain ("back pain") and psychological trauma ("psych injury related to essure: yes"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral) and laparoscopy with bilateral tubal ring application laser:drainage of left hydrosalphinx). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, urinary tract infection, vaginal haemorrhage and menorrhagia had resolved and the salpingitis, hydrosalpinx, psychological trauma, depression, anxiety, dyspareunia, fatigue, weight increased, dysmenorrhoea, nausea, migraine and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hydrosalpinx, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, salpingitis, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had received treatment for pain,bladder/urimary problems. Discrepancy in essure confirmation test as per current pfs plaintiff claimed she did not undergone essure confirmation testbut previously reported that hsg was performed. Discrepancy noted in lot number 735706. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2019: final diagnosis uterus, cervix, bilateral fallopian tubes: cervix: no pathologic changes. Endometrium: secretory phase endometrium with no pathologic changes. Myometrium: fibrous serosal adhesions on serosal surface. Fallopian tubes: fallopian tubes with focal chronic inflammation, fibrosis and bilateral essure coils. Gross description: uterus and cervix: two essure coils are identified in the left and right cornu region of the uterus. The coils protrude into the fallopian tubes. Right fallopian tube: an essure coil protrudes from the proximal end. Left fallopian tube: essure coil protrudes from the proximal end.. Ultrasound scan vagina - on (B)(6) 2019: clinical: pelvic pain, chronic salpingitis, ovarian cysts, right side abdominal pain findings: shadowing pressure coils are noted of the bilateral uterine cornua. Impression: 1. Transvaginal pelvic ultrasound was performed. 2. There is redemonstration of a lobulated tubular fluid collection within the left adnexa. Dimensions are approximately 5 cm x 3 cm x 3 cm. The appearance is most consistent with hydrosalpinx. There is no remarkable change compared to the exam of (B)(6) 2018. 3. Bilateral ovaries are reported within normal limits. 4. Bilateral proximal tubal sterilization devices noted. Concerning the injuries reported in this case, the following one/ones were reported via medical record:chronic salphingitis. Lot number reported 735705 is not valid . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of events abnormal bleeding(vaginal, menorrhagia) was updated to recovered/resolved. Seriousness criteria of the event "genital haemorrhage" updated to non-serious. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/chronic pain'), salpingitis ('salpingitis chronic/fallopian tubes with focal chronic inflammation,') and hydrosalpinx ('hydrosalpinx') in an adult female patient who had essure (batch no. 735705-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst and endometriosis. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue"), dysmenorrhoea ("dysmennorhea (cramping)"), nausea ("nausea"), migraine ("migraine/headaches") and female sexual dysfunction ("apareunia(inability to have sexual intercourse),") and was found to have weight increased ("weight gain / loss -specify which one: weight gain."). In (B)(6) 2019, the patient experienced urinary tract infection ("bladder/urinary problems: urinary tract infection (uti)"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criterion medically significant) with abdominal pain lower, genital haemorrhage ("general abnormal bleeding"), back pain ("back pain") and psychological trauma ("psych injury related to essure: yes"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral) and laparoscopy with bilateral tubal ring application laser:drainage of left hydrosalphinx). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, urinary tract infection, vaginal haemorrhage and heavy menstrual bleeding had resolved and the salpingitis, hydrosalpinx, psychological trauma, depression, anxiety, dyspareunia, fatigue, weight increased, dysmenorrhoea, nausea, migraine and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, hydrosalpinx, migraine, nausea, pelvic pain, psychological trauma, salpingitis, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: she had received treatment for pain,bladder/urimary problems. Discrepancy in essure confirmation test as per current pfs plaintiff claimed she did not undergone essure confirmation testbut previously reported that hsg was performed. Discrepancy noted in lot number 735706. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2019: final diagnosis uterus, cervix, bilateral fallopian tubes: cervix: no pathologic changes. Endometrium: secretory phase endometrium with no pathologic changes. Myometrium: fibrous serosal adhesions on serosal surface. Fallopian tubes: fallopian tubes with focal chronic inflammation, fibrosis and bilateral essure coils. Gross description: uterus and cervix: two essure coils are identified in the left and right cornu region of the uterus. The coils protrude into the fallopian tubes. Right fallopian tube: an essure coil protrudes from the proximal end. Left fallopian tube: essure coil protrudes from the proximal end.. Ultrasound scan vagina - on (B)(6) 2019: clinical: pelvic pain, chronic salpingitis, ovarian cysts, right side abdominal pain findings: shadowing pressure coils are noted of the bilateral uterine cornua. Impression: 1. Transvaginal pelvic ultrasound was performed. 2. There is redemonstration of a lobulated tubular fluid collection within the left adnexa. Dimensions are approximately 5 cm x 3 cm x 3 cm. The appearance is most consistent with hydrosalpinx. There is no remarkable change compared to the exam of (B)(6) 2018. 3. Bilateral ovaries are reported within normal limits. 4. Bilateral proximal tubal sterilization devices noted. Concerning the injuries reported in this case, the following one/ones were reported via medical record: chronic salphingitis. Lot number reported 735705 is not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-may-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/chronic pain'), salpingitis ('salpingitis chronic/fallopian tubes with focal chronic inflammation,'), hydrosalpinx ('hydrosalpinx') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 735705) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst and endometriosis. On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue"), dysmenorrhoea ("dysmennorhea (cramping)"), nausea ("nausea"), migraine ("migraine/headaches") and female sexual dysfunction ("apareunia(inability to have sexual intercourse),") and was found to have weight increased ("weight gain / loss -specify which one: weight gain."). In (B)(6)2019, the patient experienced urinary tract infection ("bladder/urinary problems: urinary tract infection (uti)"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criterion medically significant) with abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), back pain ("back pain") and psychological trauma ("psych injury related to essure: yes"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral) and laparoscopy with bilateral tubal ring application laser:drainage of left hydrosalphinx). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain and urinary tract infection had resolved and the salpingitis, hydrosalpinx, psychological trauma, vaginal haemorrhage, menorrhagia, depression, anxiety, dyspareunia, fatigue, weight increased, dysmenorrhoea, nausea, migraine and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hydrosalpinx, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, salpingitis, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had received treatment for pain,bladder/urimary problems. Discrepancy in essure confirmation test as per current pfs plaintiff claimed she did not undergone essure confirmation test but previously reported that hsg was performed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6)2019: final diagnosis uterus, cervix, bilateral fallopian tubes: cervix: no pathologic changes. Endometrium: secretory phase endometrium with no pathologic changes. Myometrium: fibrous serosal adhesions on serosal surface. Fallopian tubes: fallopian tubes with focal chronic inflammation, fibrosis and bilateral essure coils. Gross description: uterus and cervix: two essure coils are identified in the left and right cornu region of the uterus. The coils protrude into the fallopian tubes. Right fallopian tube: an essure coil protrudes from the proximal end. Left fallopian tube: essure coil protrudes from the proximal end.. Ultrasound scan vagina - on (B)(6)2019: clinical: pelvic pain, chronic salpingitis, ovarian cysts, right side abdominal pain findings: shadowing pressure coils are noted of the bilateral uterine cornua. Impression: 1. Transvaginal pelvic ultrasound was performed. 2. There is redemonstration of a lobulated tubular fluid collection within the left adnexa. Dimensions are approximately 5 cm x 3 cm x 3 cm. The appearance is most consistent with hydrosalpinx. There is no remarkable change compared to the exam of (B)(6)2018. 3. Bilateral ovaries are reported within normal limits. 4. Bilateral proximal tubal sterilization devices noted.. Concerning the injuries reported in this case, the following one/ones were reported via medical record:chronic salphingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2019: pfs and mr received : lot no. Was added. New events, "abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, dyspareunia (painful sexual intercourse), fatigue, weight gain / loss -specify which one: weight gain, dysmenorrhea (cramping), nausea, migraine/headaches, apareunia(inability to have sexual intercourse), lower abdominal pain, hydrosalpinx,chronic salphingitis from mr were added. New reporter contact information was added. Patient's demographics were added. Onset dates of events were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/chronic pain'), salpingitis ('salpingitis chronic/fallopian tubes with focal chronic inflammation,'), hydrosalpinx ('hydrosalpinx') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 735705-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst and endometriosis. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue"), dysmenorrhoea ("dysmennorhea (cramping)"), nausea ("nausea"), migraine ("migraine/headaches") and female sexual dysfunction ("apareunia(inability to have sexual intercourse),") and was found to have weight increased ("weight gain / loss -specify which one: weight gain."). In (B)(6) 2019, the patient experienced urinary tract infection ("bladder/urinary problems: urinary tract infection (uti)"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criterion medically significant) with abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), back pain ("back pain") and psychological trauma ("psych injury related to essure: yes"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral) and laparoscopy with bilateral tubal ring application laser:drainage of left hydrosalpinx). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain and urinary tract infection had resolved and the salpingitis, hydrosalpinx, psychological trauma, vaginal haemorrhage, menorrhagia, depression, anxiety, dyspareunia, fatigue, weight increased, dysmenorrhoea, nausea, migraine and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hydrosalpinx, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, salpingitis, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had received treatment for pain,bladder/urinary problems. Discrepancy in essure confirmation test as per current pfs plaintiff claimed she did not undergone essure confirmation test but previously reported that hsg was performed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2019: final diagnosis uterus, cervix, bilateral fallopian tubes: cervix: no pathologic changes. Endometrium: secretory phase endometrium with no pathologic changes. Myometrium: fibrous serosal adhesions on serosal surface. Fallopian tubes: fallopian tubes with focal chronic inflammation, fibrosis and bilateral essure coils. Gross description: uterus and cervix: two essure coils are identified in the left and right cornu region of the uterus. The coils protrude into the fallopian tubes. Right fallopian tube: an essure coil protrudes from the proximal end. Left fallopian tube: essure coil protrudes from the proximal end.. Ultrasound scan vagina - on (B)(6) 2019: clinical: pelvic pain, chronic salpingitis, ovarian cysts, right side abdominal pain. Findings: shadowing pressure coils are noted of the bilateral uterine cornua. Impression: 1. Transvaginal pelvic ultrasound was performed. 2. There is redemonstration of a lobulated tubular fluid collection within the left adnexa. Dimensions are approximately 5 cm x 3 cm x 3 cm. The appearance is most consistent with hydrosalpinx. There is no remarkable change compared to the exam of (B)(6) 2018. 3. Bilateral ovaries are reported within normal limits. 4. Bilateral proximal tubal sterilization devices noted. Concerning the injuries reported in this case, the following one/ones were reported via medical record:chronic salpingitis. Lot number reported 735705 is not valid. Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/chronic pain'), salpingitis ('salpingitis chronic/fallopian tubes with focal chronic inflammation,') and hydrosalpinx ('hydrosalpinx') in an adult female patient who had essure (batch no. 735705-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst and endometriosis. On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue"), dysmenorrhoea ("dysmennorhea (cramping)"), nausea ("nausea"), migraine ("migraine/headaches") and female sexual dysfunction ("apareunia(inability to have sexual intercourse),") and was found to have weight increased ("weight gain / loss -specify which one: weight gain."). In january 2019, the patient experienced urinary tract infection ("bladder/urinary problems: urinary tract infection (uti)"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criterion medically significant) with abdominal pain lower, genital haemorrhage ("general abnormal bleeding"), back pain ("back pain") and psychological trauma ("psych injury related to essure: yes"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral) and laparoscopy with bilateral tubal ring application laser:drainage of left hydrosalphinx). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, urinary tract infection, vaginal haemorrhage and menorrhagia had resolved and the salpingitis, hydrosalpinx, psychological trauma, depression, anxiety, dyspareunia, fatigue, weight increased, dysmenorrhoea, nausea, migraine and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hydrosalpinx, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, salpingitis, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: she had received treatment for pain,bladder/urinary problems. Discrepancy in essure confirmation test as per current pfs plaintiff claimed she did not undergone essure confirmation test but previously reported that hsg was performed. Discrepancy noted in lot number 735706 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6)2019: final diagnosis uterus, cervix, bilateral fallopian tubes: cervix: no pathologic changes. Endometrium: secretory phase endometrium with no pathologic changes. Myometrium: fibrous serosal adhesions on serosal surface. Fallopian tubes: fallopian tubes with focal chronic inflammation, fibrosis and bilateral essure coils. Gross description: uterus and cervix: two essure coils are identified in the left and right cornu region of the uterus. The coils protrude into the fallopian tubes. Right fallopian tube: an essure coil protrudes from the proximal end. Left fallopian tube: essure coil protrudes from the proximal end.. Ultrasound scan vagina - on (B)(6)2019: clinical: pelvic pain, chronic salpingitis, ovarian cysts, right side abdominal pain findings: shadowing pressure coils are noted of the bilateral uterine cornua. Impression: 1. Transvaginal pelvic ultrasound was performed. 2. There is redemonstration of a lobulated tubular fluid collection within the left adnexa. Dimensions are approximately 5 cm x 3 cm x 3 cm. The appearance is most consistent with hydrosalpinx. There is no remarkable change compared to the exam of (B)(6)2018. 3. Bilateral ovaries are reported within normal limits. 4. Bilateral proximal tubal sterilization devices noted.. Concerning the injuries reported in this case, the following one/ones were reported via medical record:chronic salphingitis lot number reported 735705 is not valid quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2021: medical record received. Reporters information were added. There was no significant change in the medical context of case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.